Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to lower blood glucose and had to call paramedics. Customer was hospitalized on (B)(6) 2016 with high blood glucose. Customer was hospitalized due to high blood glucose, dehydration and a virus. Customer was released on (B)(6) 2016 and was wearing insulin pump at the time of hospitalization.